Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted and advised a few months post implant the device triggered an lss for an impedance measurement greater than 2,000 ohms. Recently, the lv impedance increased again and a lss was triggered. Review of the presenting electrogram (egm) shows noise consistent with myopotentials and is not unexpected with the unipolar configuration. The stored electrograms (egms) show no noise observed. The most recent threshold measurement was 2.1v (volts) at 1.0ms (milliseconds). Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead exhibited a high out-of-range pacing impedance measurement triggering a lead safety switch (lss) to unipolar on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was consulted and advised a few months post implant the device triggered an lss for an impedance measurement greater than 2,000 ohms. Recently, the lv impedance increased again and a lss was triggered. Review of the presenting electrogram (egm) shows noise consistent with myopotentials and is not unexpected with the unipolar configuration. The stored electrograms (egms) show no noise observed. The most recent threshold measurement was 2.1v (volts) at 1.0ms (milliseconds). Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.